Event description:
(B)(6) 2012 - the dealer stated that the 3920-2 cane adjust height snap button would not lock into place. It was found at an out of the box dealer's inspection. There was no injury reported.